Event description:
Pt seen in oncology clinic on 3/30, portocath leaking and not working. 4/24 pt to hosp for removal of portocath as outpatient (& replacement). 4/24 pt admitted to intensive care unit post op with chest pain. 4/25 transferred to floor. 4/25, 1818 discharged home.